Manufacturer narrative:
E1: patient country: canada. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was in the tubing. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005041 in question was manufactured at the osted site. Investigation process of the complaint was carried out in accordance with (B)(4) quality specification - inset ramp-up & inset guard ewis, version 15 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. To test the product, the reference samples from the lot have been requested. Test results: visual test according to with work instruction (wi) version 15 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to test method (B)(4) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 2 according to (B)(4) version 15 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review the lot 6005041 was manufactured according to (B)(4) version 79 appendix 1 batch card for production of packaging room, on 21/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6005041 and no other complaint has been registered in database for the same lot 6005041 and malfunction code reported. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.